Event description:
As reported by the user facility (translation of user facility information by b braun (B)(4)): this case happened with patient undergoing peripheral block. Dr (B)(6) "head of dept of anesthesia" used our sterican 25g for patient im injection, but the needle was broken during injecting regional anesthesia drugs. Patient suffered microsurgery to remove the stainless needle.

Manufacturer narrative:
Exemption number (B)(4). (Importer) is submitting this report on behalf of b. Braun (B)(4). This report has been identified as b. Braun (B)(4). The device is currently on shipping from (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.